Manufacturer narrative:
Omit: (B)(4) - inaccurate delivery (2339), g04105 - pump. Additional information: imdrf annex a,g codes and manufacturer narrative. The root cause for the reported issue that device had nuisance guardrail alarm was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
The 24 hour antibiotic syringes are primed with 0.5 ml of overfill to be used if needed to prime tubing. The infusion is run via the alaris intermittent library so if >0.5ml is used to prime the set up the syringe reads a lower volume and therefore adjusts the rate to infuse over 24 hours. ... The lower volume divided by 24 hours equal a lower rate when using interoperability (iaware). This lower rate leads to potential for dose administered to be less than ordered dose. Also, the lower rate triggers the nuisance soft max duration alaris alert." On follow up, the customer indicated "the infusions were delivered at the calculated rate; it was not a case of pump running less than ordered. Eg of scenario¿.1000mg/10ml antibiotic ordered to run continuously. Tubing is primed with rx so if syringe sometimes has less volume, so for this example 9.5ml the 9.5 ml is programmed to run @ 0.39 ml/hr instead of 0.41 ml/hr. There was patient involvement but unknown impact.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
The 24 hour antibiotic syringes are primed with 0.5 ml of overfill to be used if needed to prime tubing. The infusion is run via the alaris intermittent library so if >0.5ml is used to prime the set up the syringe reads a lower volume and therefore adjusts the rate to infuse over 24 hours. The lower volume divided by 24 hours equal a lower rate when using interoperability (iaware). This lower rate leads to potential for dose administered to be less than ordered dose. Also, the lower rate triggers the nuisance soft max duration alaris alert." On follow up, the customer indicated "the infusions were delivered at the calculated rate; it was not a case of pump running less than ordered. Eg of scenario. 1000mg/10ml antibiotic ordered to run continuously. Tubing is primed with rx so if syringe sometimes has less volume, so for this example 9.5ml the 9.5 ml is programmed to run @ 0.39 ml/hr instead of 0.41 ml/hr. There was patient involvement but unknown impact.